Manufacturer narrative:
Manufacturing site: (B)(4). The sion guide wire with a coil fragment was returned for evaluation. Tip separation was confirmed on the returned guide wire. The fractured coil was elongated for approximately 250mm distal to the proximal solder that was originally located at 280mm from the tip. The fracture end of the core was located at approximately 225mm distal to the proximal solder. The fracture end of the coil was flat, indicating that torsion generated as the coil was pulled and straightened had contributed to fracture of the coil. Observation by scanning electron microscope found that the fracture end of the core was bent with a longitudinal crack, indicating that bending stress had contributed to fracture of the core. The coil fragment was elongated for approximately 670mm long. The one end of the coil fragment was flat, attributing to torsion. The other end of the coil fragment was necked, attributing to tensile stress. The above findings suggested that approximately 55mm of the core including other core-composing wires (inner coil wire and twist wire) and approximately 110mm of the coil including the ball tip were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with wire manipulation in attempts to cross had most likely contributed to the observed fracture of the core. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught by a bend of the tortuous artery. Because of the fractured core, the physician felt the wire was not responding to his manipulation. Further applies tensile stress generated with removal had most likely contributed to the observed fracture of the coil. It was concluded that this event was not attributed to product quality. Although it was reported that no wire fragment was left in the patient, a part of the guide wire was confirmed to be unreturned; therefore, a possibility remained that some wire fragment could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion guide wire became almost detached during a percutaneous coronary intervention (pci) to treat a moderately tortuous, moderately calcified 90-99% stenosis in the left anterior descending artery (lad). The physician felt the guide wire was not responding and stopped rotating, and it was confirmed that the guide wire was almost detached under fluoroscopy. The guide wire was removed together with the microcatheter. When it was pulled out of the removed microcatheter, the tip was found separated. It was confirmed that no fragments were left in the anatomy. A new guide wire was replaced to successfully complete the procedure with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event and the patient was discharged home.